Event description:
The patient went to the operating room for bilateral implant removal after mammogram showed irregular breast tissue. Implants were removed from both breasts, but extracapsular rupture of the right silicone implant was noted.